Event description:
The customer has a v60, and it turned off while in use on a patient. The ventilator was on a patient at the time of the issue however no patient harm was reported. The customer stated the unit was running in his shop for 8 hours and had no issues. While troubleshooting, the customer and remote service engineer (rse) noticed an error in the log consistent with the ventilator restarted due to anomalies detected during operation (diagnostic code 1101). In the service manual, if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The rse provided the customer with the latest service manual. The customer is satisfied with the information from the service manual.